Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the rails in several bumper stoppers to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure.the customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in accessing the medication for the patient.there were no adverse events or injuries reported based on this incident.